Manufacturer narrative:
(B)(4). Batch # l90x9h. The handpiece was received attached to a harh36 with the nose cone cracked and the mount was noted to be loose. In addition, photo images were provided of a disassembled hp054 instrument attached to a harmonic instrument. The hp054 has the mid-housing separated from the nose cone. A third photo of the gen11 alert screen; reactivate two switch activation detected was also provided. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Therefore, we are unable to investigate further the "switch error screen displayed gen11" issues reported. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torqueing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the device was set up and connected to handpiece normally, but when surgeon went to test is before use neither the max or min button would work to test. Tried unplugging and re-plugging and disconnecting and re-connecting the handpiece, and it still didn't work. Generator error code said "reactivate - two switch activations detected: handswitch - reactivate instrument to continue". Tech attempted to re-tighten the handpiece, and when he did he said it felt "crunchy" while screwing it on - also, the torque wrench would not click to tighten the device. At that point he also couldn't remove the handpiece from the device. The case was completed without incident using device of different product code. Sales rep collected the device and attempted to remove the handpiece (to check the number of remaining uses on that handpiece and attempt to re-connect it to determine if it was a device issue or a handpiece issue) but it wouldn't budge. After several minutes of trying, the handpiece broke off inside the device. Both the handpiece and the device are being returned for analysis. Photos of the error screen and broken handpiece are available and will be provided via email. There were no adverse consequences for the patient.